Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported via voluntary medwatch: mw5151413. During a procedure a polarx and polarsehath were selected for use. The carina was perforated with a "polarx sheath", which was confirmed by fluoroscopy. During cryoablation, when the left pulmonary vein (lpv) was finished and the catheter was approaching to the right pulmonary vein (rpv), the carina was perforated, and the balloon was inflated. The balloon was inflated and held in place while the pericardium was punctured and drained, but when the balloon was deflated, the pericardial fluid flew out, so the balloon was inflated again, and emergency open chest surgery was performed.

Manufacturer narrative:
F1001: absence of treatment and f12: serious injury/ illness/ impairment codes added. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported via voluntary medwatch: mw5151413. During a procedure a polarx and polarsehath were selected for use. The carina was perforated with a "polarx sheath", which was confirmed by fluoroscopy. During cryoablation, when the left pulmonary vein (lpv) was finished and the catheter was approaching to the right pulmonary vein (rpv), the carina was perforated, and the balloon was inflated. The balloon was inflated and held in place while the pericardium was punctured and drained, but when the balloon was deflated, the pericardial fluid flew out, so the balloon was inflated again, and emergency open chest surgery was performed.